Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 10-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. Medical history included suspected nickel allergy. On (B)(6) 2010 essure (fallopian tube occlusion insert) was placed. The consumer had a painful placement which took 15 minutes. Her complaints started 1 month after procedure. In an unspecified date the consumer experienced pain in pelvis, allergy for products, itching skin, gastro-intestinal complaints, bladder infection, pain in abdomen, in head, in lower back, pain radiating to legs, dizziness, nausea, mood swings, memory loss, concentration problems, asthenia, and excessive sweating. Those events led her to work-related problems. In an unspecified date she contacted her physician and had appointments with a few doctors (gynecologist, manual therapist, and physiotherapist). She also had an abdomen echography; and internal; however, the results were not provided. She was treated with physiotherapy and manual therapy. Essure removal, along with bilateral salpingectomy were performed on (B)(6) 2016. Company causality comment:this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and started to have pelvic pain 1 month after essure insertion. She was planning to remove essure. Pelvic pain is listed in the reference safety information for essure. Considering that essure may pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Follow up 05-sep-2016: quality-safety evaluation of ptc. Ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and started to have pelvic pain 1 month after essure insertion. She was planning to remove essure. Pelvic pain is listed in the reference safety information for essure. Considering that essure may pelvic pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. According to the product technical analysis, a product quality detect could not be confirmed but is considered plausible. No further information will be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.